Event description:
It was reported that the customer was hospitalized; cause of admission was not provided. A blood glucose level was not provided. Customer declined troubleshooting. No additional information was able to be obtained. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.